Manufacturer narrative:
The ise system is calibrated every 8 hours followed by qc samples. The co2 qc results were high prior to the event; however, when repeated were within range. A bci field service engineer (fse) cleaned the alkaline buffer line and replaced the alkaline buffer. Fse ran precision study with qc sample and confirmed the work. A clear root cause cannot be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous high na, and cl results detected by low anion gaps were generated by unicel dxc 800 pro synchron chemistry analyzer. When low anion gaps are seen, the samples were repeated on a second analyzer. The anion gaps on the second analyzer were acceptable. The erroneous results were not reported out of the laboratory. Patient treatment was not impacted by this event.